Event description:
It was reported that there was early battery depletion and the device was at rrt (recommended replacement time). The early depletion was noted to be due to high lv (left ventricular) threshold and the corresponding programmed outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal depletion was found.